Event description:
Reporter alleged the lancet is sticking out of the lancet device. The MFR's evaluation dept confirmed the lancet was not retracting back into the device. Any actions taken or treatment received as a result were reportedly not provided. A request was made for the return of the suspect device and replacement product was sent.